Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in good physical condition. The keypad and labels were all intact. The screen was scratched. Upon startup of the device the reported issue was encountered. Event history log review found no related errors. The root cause of the reported issue was determined to be the downstream occlusion (dso) sensor. Actions were taken to mitigate the reported issue: the dso sensor was replaced.

Event description:
It was reported that nda alarm occurred. No patient injury was reported.